Manufacturer narrative:
The device was returned to zoll malaysia. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. A replacement smart pneumatic module board kit was sent to zoll malaysia as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.